Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india package was damaged. This occurred on 10 occasions. The following information was provided by the initial reporter: I found this package are tampered and non sterile as it should be as per FDA guidelines. In last two months also I found same thing where duplication of product is going on. Please look into this matter and do the needful. Otherwise I have to complaint of product to FDA with this evidence.

Manufacturer narrative:
H.6. Investigation: customer returned photos of 1cc, 6mm, 31g syringes in a poly bag from lot # 9343939. Customer states that his concern was that pharmacy has offered him perforated pack of insulin syringe and he had concern for insulin needle length. The attached photos were examined and the poly bag appeared to be properly sealed. All seals were observed to be intact. The perforations observed on the poly bag should be present on the poly bag to allow for better packaging in shelf cartons. The poly bag is not the sterile barrier for this product. The plunger cap and shield on the syringes are the sterile barrier. No defects appear to be on any of the syringes shown. Also it is difficult to determine if the cannula length falls within specifications solely from the attached photos. A review of the device history record was completed for batch# 9343939. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india package was damaged. This occurred on 10 occasions. The following information was provided by the initial reporter: I found this package are tampered and non sterile as it should be as per FDA guidelines. In last two months also I found same thing where duplication of product is going on. Please look into this matter and do the needful. Otherwise I have to complaint of product to FDA with this evidence.